Event description:
It was reported that the asymptomatic patient presented for a routine follow up. The right atrial lead exhibited far r wave signals which resulted in inappropriate auto mode switches. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.